Event description:
It was reported that the left ventricular lead had dislodged. The patient was asymptomatic. The lv lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.